Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure mode could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). The lot number was unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that the patient received the bard foley catheters from another supplier were defective. Per follow up via phone on 01dec2021, customer stated that the foley catheter balloon deflated. Sometimes it deflated overnight and other times it stayed good for a day or two. Once it deflated, it could not be used. They were only allowed so many under insurance and therefore, they had to buy additional ones from the local pharmacy. The ones they got from the pharmacy were ref 1758fs18 (lot ngfw2923) but they were not sure if those were the same catheters they were getting. They had experienced 2 to 3 balloon deflations last year and 2 so far this year.